Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reloaded the same cartridge and resumed insulin therapy, resolving the issue.